Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the current electrograms (egm) on atrial channel. The right atrial (ra) lead  remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.